Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel perforation occurred. The 90% stenosed target lesion was located in the mildly tortuous and calcified circumflex (cx). The physician decided to direct stent with a 3.00x32mm taxus liberte stent. The physician experienced some difficulties while advancing the stent to the lesion but was able to successfully deploy the stent in the lesion. The physician removed the stent delivery device and visualized the result. The physician wanted the stent a little bigger and re-advanced the stent delivery balloon and inflated to 22atms for 15 to 20 seconds. After inflation, the physician noticed a vessel perforation inside the margins of the implanted taxus liberte stent. The physician went back in with the same stent delivery balloon and inflated to 8atms for approximately 3 minutes to close the perforation; however, the perforation did not close. A 3x19mm non bsc stent was then implanted inside of the taxus liberte stent to cover the perforation. The perforation was successfully closed, and the procedure was completed with a good angiographic result. No additional patient complications were reported with the patient¿s current condition listed as ¿okay¿.